Event description:
It was reported that the 10 ml bd posiflush¿ normal saline syringe experienced difficult plunger movement. The following information was provided by the initial reporter: material no: 306546 batch no: 0311221. One of our vascular access nurses reported an issue w/ our non-sterile 10ml nss pre-filled flushes on more than one occasion there is increased resistance w/ the last 3mls of the flush making it seem as though there could be an issue with the IV when flushing.

Manufacturer narrative:
H.6. Investigation: a device history record review was completed for provided lot number 0311221. During the production process there was one record of non-conformance related to dry barrels. This was an intermittent issue that was resolved at the time of occurrence. Product associated with this non-conformance was held for inspection and all affected material was discarded. As samples were unavailable for return, a thorough sample analysis could not be completed by our quality engineer team. If samples become available, additional investigation findings could be concluded. At this time, the defect could not be substantiated and therefore, an exact manufacturing related cause could not be determined.

Manufacturer narrative:
Initial reporter facility name: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the 10 ml bd posiflush¿ normal saline syringe experienced difficult plunger movement. The following information was provided by the initial reporter: material no: 306546, batch no: 0311221. One of our vascular access nurses reported an issue w/ our non-sterile 10ml nss pre-filled flushes on more than one occasion there is increased resistance w/ the last 3mls of the flush making it seem as though there could be an issue with the IV when flushing.